Event description:
It was reported the pt is experiencing ineffective stimulation. The pt indicated she feels stimulation, but it does not relieve her pain. Multiple reprogramming efforts have been performed to no avail. The pt desires to undergo surgical intervention to have her scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.